Event description:
Reporter alleged blood glucose measured 531 mg/dl on one particular test strip vial compared to a result of 121 mg/dl from a different test strip vial. It was stated both tests were performed back to back within 5 minutes of each other and both test strip vials were from the same box. No treatment was received or actions taken as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.